Event description:
The recipient is reportedly experiencing sound quality issues and open electrodes. Imaging revealed electrode migration. Programming adjustments have been made; however, the issue did not resolve. Repositioning surgery ahs been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.6 & d.4. Additional information: section d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. It is noted that the recipient's history includes decrease performance. The recipient's device was repositioned on (B)(6) 2025. The recipient was activated and is doing well. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.